Event description:
The initial rptr contacted shiley to report that a pt had their shiley mitral heart valve replaced due to a perivalvular leak, according to info the initial rptr had rec'd from a surgeon from overseas. According to the report provided to the initial report from the surgeon, the pt survived surgery and "there was no structural failure with the valve."

Event description:
Upon follow up, shiley received a letter from the pt's surgeon, who provided additional info. The surgeon confirmed that the shiley valve was removed due to a perivalvular leak and indicated that "since the operation, the pt is still well".